Manufacturer narrative:
Based on additional information received, the patient¿s eye anatomy was deemed to be the likely cause of the event. Therefore, this event is determined to be unrelated to the device and is no longer considered reportable.

Event description:
The left eye was affected. Patient reported sudden blurry vision. Patient had initial high hyperopic shift, probably ¿u¿ configuration, which then switched to ¿z¿ configuration. However, when the lens was explanted, there was sub-incisional zonular laxity, but no vitreous present. There was mild zonule laxity, but the lens was well centered with no change in orientation. Reportedly, the patient had prior left eye lasik at unknown date and had zonular weakness. Pre-op refractive error was -0.25 and size of capsulorhexis was 4.5mm. Current refractive error was -2.50+1.00. In the surgeon¿s opinion, the most likely cause of the event described as: ¿lens bag too small and zonular laxity.¿ patient is doing fine post lens exchange.

Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens was explanted due to z-syndrome. Additional information has been requested, but has not been received.